Event description:
The patient reported being admitted to the hospital in 2009 with ketoacidosis and elevated blood glucose of 720 mg/dl. The patient was released from the hospital on approximately three days later. The patient believes the infusion device was not delivering the basal rates. No further information is available. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.